Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: no moisture observed in the battery compartment. No damage found to battery compartment or returned battery cap. Returned battery cap and returned cartridge cap used to complete testing. He black box shows evidence of partially charged battery installed during battery changes on 11/19 and 11/18. Pump current draws measured within specification. Pump passed in-house leak test. Removed the pump cover; no evidence of internal moisture or damage to the power circuit or battery flex was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a short battery life issue and moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.